Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient called complaining about his implant stating that he could not feel the pump and it was hard for him to find the pump. Patient was also concerned that his implant would lose length of his penis, as he was implanted with a smaller cylinder, due to the difficulties encountered dilating the corpora during procedure. Patient said the physician never explained this to him before the surgery and neither that in many cases the penis is a little smaller than before the surgery. There was no additional information reported.